Event description:
Patient was revised because of pain.

Manufacturer narrative:
Examination was not possible, as the device was not returned. Review of the device history records was also not possible as the product and lot code was unavailable. The investigation could not verify or identify any evidence of product contribution to the reported event with the information available. Based on the investigation, the need for corrective action is not indicated. Should additional information be received the investigation will be reopened. Depuy considers the investigation closed.

Manufacturer narrative:
Additional narrative: new etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - patient was revised because of pain. Update 9/10/22012- litigation papers received. In addition to pain, it is alleged that the patient suffers from erosive reaction and device failure. Date of implantation - (B)(6) 2005 and date of revision - (B)(6) 2006 were provided. A metal liner has been added and initial emdr created. (Right side). Update rec¿d 1/7/2013 ¿ pfs and medical records received. Part/lot was provided. Litigation alleged femoral implant loosening, but after review of the revision operative note it indicated the stem was solid of the rock and wasn¿t replaced. There was no mention of loosening, infection, or any other issues during the revision. The only implant replaced was the head, but the part and lot info is being added to the head and liner that were previously reported. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 6/12/14. Doi: (B)(6) 2005; dor: (B)(6) 2006 (right side). No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Event description:
Patient was revised because of pain. Update: (B)(4) 2012 - litigation papers received. In addition to pain, it is alleged that the patient suffers from erosive reaction and device failure. Date of implantation - (B)(6) 2005 and date of revision - (B)(6) 2006 were provided. A metal liner has been added and initial emdr created.

Manufacturer narrative:
Corrected: event/problem description, implant date, explant date. Depuy still considers this investigation closed.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). No coded available use for medical device removal.